Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Not returned.

Event description:
Received a report that stated patient had abdominal pain on most days with some resulting in gp visits. On two of these occasions doctor sent patient to emergency room. Patient outcome/consequences: at the visit to emergency department it was suggested that the pain may be associated with the mesh implant and that I should seek specialist advice. My gp referred me to the surgeon who inserted the mesh. He examined me and reported that the problem was not with the mesh but lateral to it and that it was likely that I had a chronic muscular strain which is being reinjured by my activities and that there was nothing he could do for me. Not withstanding this, I have significant pain on most days even when doing nothing!

Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium medical corporation can find no fault with the product. This lot of mesh passed all quality and performance requirements.